Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a video was provided for evaluation. The video was reviewed and showed an insufficient assembly between the supply line tubing to the cassette. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the tubing and cassette of a homechoice cassette which resulted in a leak. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.